Event description:
Cytology brush malfunctioned two times. The first brush had a kink in the sheath unable to pass through the scope. The second was a malfunction of guide wire. The wire separated from the plunger.